Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age is male/60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Referenced article: cryoballoon versus open irrigated radiofrequency ablation in patients with paroxysmal atrial fibrillation. The prospective, randomized, controlled, noninferiority freeze af study. Circulation. 2015;132:1311-1319. Doi: 10.1161/circulationaha.115.016871. (B)(4).

Event description:
Cryoballoon versus open irrigated radiofrequency ablation in patients with paroxysmal atrial fibrillation. The prospective, randomized, controlled, noninferiority freeze af study. Circulation. 2015;132:1311-1319. Doi: 10.1161/circulationaha.115.016871. The literature publication reports the following patient complication: vascular events with one requiring additional intervention.